Event description:
The customer observed falsely depressed hematology results for one (B)(6) year old female emergency room patient on the cell-dyn sapphire analyzer. The following data was provided: sid (B)(6): initial results wbc 3.22, hemoglobin 7.5 g/dl, hematocrit 21.4%, and platelets 122 k/ul. Repeated closed mode, wbc 0.007, hemoglobin 0.633 g/dl, hematocrit 0.604 %, and platelets 3.41 k/ul. Repeated open mode, wbc 6.23, hemoglobin 12.7 g/dl, hematocrit 36.4%, and platelets 191 k/ul. Results from 2nd sample, wbc 6.32, hemoglobin 11.6 g/dl, hematocrit 32.5%, and platelets 175 k/ul. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of product history, labeling, and consultation with the technical services and medical affairs team. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. The complaint issue was sample-specific with a pre-analytical condition; therefore, was considered an isolated incident. Based on the available information, no product deficiency was identified.